Manufacturer narrative:
Examination of returned used device 60-5274-132 found that the electrode did detach from the shaft. The customer did return the electrode as well. The root cause cannot be determined, however, based upon evaluation and IFU the likely cause of this event was excessive force that caused the damage. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, laparoscopic electrode with eschar-resistant coating was being used on (B)(6) 2024 and ¿the electrode part came off while it was being taken out of the patient's body.¿. Per further assessment it was found that "the surgeon was wiping away the scorch on the electrode with gauze when it came off.". There was no impact or injury to the patient. The procedure was completed with an alternate unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, laparoscopic electrode with eschar-resistant coating was being used on (B)(6)2024 and ¿the electrode part came off while it was being taken out of the patient's body.¿. Per further assessment it was found that "the surgeon was wiping away the scorch on the electrode with gauze when it came off.". There was no impact or injury to the patient. The procedure was completed with an alternate unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.